Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl; cause was related to a high carbohydrate meal. Reportedly, four correction injections were delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.